Event description:
Post-operative complication [post procedural complication]. Case description: spontaneous report received on 19-nov-2008 from a company rep regarding a female patient who experienced an infection and/or possible fluid collection after placement of seprafilm. The reporter was told by the patient that seprafilm had been used during her unspecified surgery on an unspecified date and that it had caused a complication, possibly a fluid collection or infection. At the time of this report, the outcome was unknown.